Manufacturer narrative:
(B)(4). Insulin pump received with serial number label fading, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump was cut/open and inspected and found moisture damage at j6/j7 pcb1. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump had cracked. Reservoir lock in place. No harm requiring medical intervention was reported. The device will be returned for analysis.